Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 1 was failed. The customer reported the user have tried to reboot but the issue was still persisting. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was failed at the unit: 6c. The field service engineer reseated the pyxibus cable and performed preventative maintenance inspection to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.